Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, a-fib, high heart rates, gets warm. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report section h10 was captured incorrectly , it should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing, a sore throat and chest issues while using the device related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in this device. In secondary findings found dust/dirt contamination on top and bottom enclosures, blower, ui panel assembly, rear panel, sd cover flip door, accessory module flip door, blower box, blower box upper cap, dc jack color insert, and p4 power connector. There was scotch tape on the outside of the bottom enclosure. Unknown contaminate on dc jack color insert. Liquid ingress was observed.a contaminate consistent with keratin was observed on the blower box investigation showed that there were water spots in the blower box. There were no signs of sound abatement foam degradation. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found contamination. An internal visual inspection was completed by the manufacturer and found dust/dirt contamination on top and bottom enclosures, blower, ui panel assembly, rear panel, sd cover flip door, accessory module flip door, blower box, blower box upper cap, dc jack color insert, and p4 power connector. There was scotch tape on the outside of the bottom enclosure. Unknown contaminate on dc jack color insert. Liquid ingress was observed. A contaminate consistent with keratin was observed on the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has contamination consistent with liquid ingress. There was no evidence of sound abatement foam degradation.